Manufacturer narrative:
The customer complaint of a blood tubing leak was confirmed. A picture received from the customer shows blood leaking from the tubing at the inlet of the blood filter. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing cracked and leaked while infusing. There was no patient harm.